Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized because of high blood glucose value and the insulin pump was under delivering insulin. Customer was hospitalized on (B)(6) 2021 with the blood glucose value of 600 mg/dl. Customer stated that she had fever since few days. Customer was using auto mode. Customer alleged the insulin pump of under delivery because the blood glucose value was keeping high. Reservoir will not be returned for analysis.